Event description:
A burn was discovered on the pt's buttocks after surgery. The "esu" did not shut down during surgery. There was no safety warning during surgery. The injury was not considered to meet the criteria of a serious injury report by the hospital.